Event description:
Model 8100 large volume infusion pumps, housing is broken/cracked where door attaches to bezel. Majority is on the bottom of the bezel. ====================== manufacturer response for large volume infusion pump, carefusion (per site reporter).====================== they currently are out of stock on bezel assemblies and have no eta. They will not warranty these units.